Event description:
It was reported that balloon ruptured occurred. A 8.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. The balloon burst at over rated pressure. Another unspecified size mustang was used to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).